Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were removed from the device. Top case cracked/chipped by the front right and left bottom corners. Device had a missing/broken seal (lining) on the bottom case and visible contamination by the "l" bracket pole clamp and by the a/c receptacle. Invalid syringe size found in error history log. Reported problem duplicated during syringe test due to issue with multiple components (complete barrel clamp assembly). Fluid entered through the barrel clamp and contaminated. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Reference the cleaning and care instructions and cautions found in the ?important information" and ?periodic maintenance" sections of the technical service manual and in the ?important safety information" and ?safety features" sections of the operator's manual. Actions/repairs were done to correct the reported issue: replaced complete barrel clamp assembly and performed power up and syringe test.

Event description:
It was reported that bad syringe sensor error was experienced. No patient harm was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were removed from the device. Top case cracked/chipped by the front right and left bottom corners. Device had a missing/broken seal (lining) on the bottom case and visible contamination by the "l" bracket pole clamp and by the a/c receptacle. Invalid syringe size found in error history log. Reported problem duplicated during syringe test due to issue with multiple components (complete barrel clamp assembly). Fluid entered through the barrel clamp and contaminated. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Reference the cleaning and care instructions and cautions found in the ?important information" and ?periodic maintenance" sections of the technical service manual and in the ?important safety information" and ?safety features" sections of the operator's manual. Actions/repairs were done to correct the reported issue: replaced complete barrel clamp assembly and performed power up and syringe test.

Event description:
It was reported that bad syringe sensor error was experienced. No patient harm was reported.